Manufacturer narrative:
The technician replaced brake and steer casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes will not hold. No pt impact.